Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device powers off. No consequences or impact to patient were reported.

Manufacturer narrative:
Other text: the returned device was evaluated. The device passed functionality testing and powered on and off using both battery and ac power. The device was placed in the burn-in oven for 24 hours and no errors or failures were observed throughout duration of the test and remained powered on throughout duration of the test internal inspection found a loose component on the system board; however the reported issue was not duplicated.

Event description:
The customer reported the device powers off. No consequences or impact to patient were reported.